Event description:
The reporter stated the surgeon implanted an 13.0 mm icm 130v4 implantable collamer lens. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens. Further information requested, but not yet forthcoming. Any additional information will be supplemental submitted.